Event description:
The elderly patient had a history of cardiac cachexia, scleroderma and sudden cardiac death syndrome. Her device had been relocated to a subpectoral location at the time of generator change six months ago (the original lead was intact and functioning). Five days prior to this admission she presented with the noise on her pace sense component to the extent that the device was turned off. The device had migrated cranially and laterally, it was causing pain in the axilla. The patient was admitted for lead management and possible pocket revision. The patient's operative procedure involved removal of the old system in its entirety and replacement with newer technology involving shorter thinner lead and a smaller device, locating it to a more medial and caudal location still within the subpectoral space. The patient tolerated the procedure well and there were no complications.